Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's backlight inverter board wire was found to be broken. The device's lcd screen was replaced to address the issue.